Event description:
It was reported that procedure of thrombectomy for left m1-distal was performed on (B)(6) 2020. The modified rankin scale (mrs) of the patient before the procedure was 2. The alberta stroke program early CT score (aspects) before procedure was 8. The thrombolysis in cerebral infarction (tici) was 0 before procedure. The national institutes of health stroke scale (nihss) score before the procedure was 26. A retriever and aspiration catheter were used to complete the 1st and 2nd passes. However, the modified treatment in cerebral infarction (mtici) was not improved and remained 0 after the 2nd pass. 3rd pass was performed using a microcatheter (subject device), stent retriever and a guidewire. Vessel perforation occurred during the 3rd pass; however, the physician could not identify which device caused the perforation. After the procedure, the final tici was 2a and nihss was 30. The mrs score became worse to 4 on (B)(6) 2020 and the mrs score became worse to 5 on (B)(6) 2021. No further information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event could not be confirmed and it cannot be confirmed that the device met specification when released, as the device was not returned. An assignable cause of anticipated procedural complication will be assigned to this complaint as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that procedure of thrombectomy for left m1-distal was performed on (B)(6) 2020. The modified rankin scale (mrs) of the patient before the procedure was 2. The alberta stroke program early CT score (aspects) before procedure was 8. The thrombolysis in cerebral infarction (tici) was 0 before procedure. The national institutes of health stroke scale (nihss) score before the procedure was 26. A retriever and aspiration catheter were used to complete the 1st and 2nd passes. However, the modified treatment in cerebral infarction (mtici) was not improved and remained 0 after the 2nd pass. 3rd pass was performed using a microcatheter (subject device), stent retriever and a guidewire. Vessel perforation occurred during the 3rd pass; however, the physician could not identify which device caused the perforation. After the procedure, the final tici was 2a and nihss was 30. The mrs score became worse to 4 on (B)(6) 2020 and the mrs score became worse to 5 on (B)(6) 2021. No further information is available.